Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an intermittent communication failure. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was done and was unable to resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per dr's instruction. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin received with an external flash crc error, error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm and watchdog timeout alarm due to external flash crc error alarm.